Manufacturer narrative:
H3: findings/root cause: the customer's reported issue was confirmed through log file analysis tool. Alarm was triggered with software version v6.1.0.2 (including the revised alarm 388 alarm criterion). Investigation on affected part on similar cases came to conclusion that the regulated pressure remains above the alarming threshold for flow rates of up to 3 lpm at supply pressures lower than 4 bar. The acceptance threshold as per the new alarm criterion introduced with software v6.0.1800.0 is 1 lpm. This leads to the conclusion that this pressure regulator is indeed defective. Vyaire medical's failure analysis team was unable to confirm or duplicate the customer's reported issue. The unit under test was tested and found to function normally.

Event description:
It was reported to vyaire medical via logs that were emailed in advising that the vent is giving tf 316 and 545. There was no patient involvement reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. H3: 81 other: at this time, the suspect device has not been returned for evaluation. There was no involvement harm reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.